Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes customer reports crack in the tube, which caused blood to leak. The following information was provided by the initial reporter. The customer stated: "this report is about cracks in barricor blood collection tubes. The customer claimed that the cracks caused blood to leak."

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 25-jul-2023. H.6. Investigation summary: bd received 1 sample and 7 photos for investigation. The customer sample along with the photos were reviewed and the indicated failure mode for cracked tube was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of cracked tubes was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked tube. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. B.3. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes customer reports crack in the tube, which caused blood to leak. The following information was provided by the initial reporter. The customer stated: "this report is about cracks in barricor blood collection tubes. The customer claimed that the cracks caused blood to leak."